Event description:
This lead was explanted and replaced due to subclavian crush. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Additional device problem codes: (B)(4)- we were notified that when this rv lead was explanted and replaced there was noise and high impedances and the patient received 70 inappropriate shocks.